Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was performed on part # 311.44, lot# 6980569: release to warehouse date: 27-jul-2012, expiration date: n/a, manufactured by synthes (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t-handle part of the t-handle with quick coupling is broken off. The device was found in a bin in sterile processing. A note was not left. Upon inspecting the device, it was found that it is broken. The t-handle keeps spinning around. It is unknown if there is a patient or case involvement. There has been no reported patient harm. No issues with the device prior to discovery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was performed on the returned subject device. A visual inspection under 5x magnification, dimensional inspection of features related to this complaint, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. The t-handle with quick coupling was received at customer quality (cq) in two (2) pieces. The proximal end of the shaft component sheared in half at the through hole where it is secured to the t handle with a dowel pin. The proximal shaft fragment remains encapsulated behind the dowel pin. The remainder of the shaft is significantly bent and torsionally twisted in the direction of resistance met during tightening/clockwise rotation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The outside diameter of the shaft component near the location of breakage measured at cq and is within specification per relevant shaft component drawing. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Because the remainder of the shaft is significantly bent and slightly torsionally twisted in the direction of resistance met during tightening/clockwise rotation, it is most likely that the device broke during tightening. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.